Manufacturer narrative:
The electrodes used in this event were not returned for evaluation, as they were discarded following the patient event. Our investigation of the incident is inconclusive without evaluation of the event electrodes. Our investigation consisted of retained sample testing from the lots identified by the customer. No abnormalities were found as a result of our investigation. The customer was sent a replacement set of electrodes.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while in the hospital, a male patient (age unknown) was found unresponsive. While attempting to defibrillate, the electrodes would not adhere to the patient. Complainant indicated that the clinician obtained a set of ECG leads to monitor the patient's rhythm. The patient was confirmed to be asystolic and the resuscitation efforts were ended. Complainant indicated that the patient expired.